Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the blood glucose was low. The customer¿s wife reported that he was supposed to get a cochlear implant but instead ended up in intensive care unit. Customer was in intensive care unit for diabetes, pneumonia and customer also fell. Customer¿s blood glucose at that time was 39mg/dl. The customer¿s wife stated that this occurred around (B)(6) 2018 and she does not know what his blood glucose was. Customer also had another sensor that would not connect, customer¿s blood glucose at the time was 179mg/dl and issue occurred yesterday (B)(6) 2018. The customer was wearing the pump at time of hospitalization. The customer¿s wife declined lo w blood glucose troubleshooting. Customer was unconscious and was taken to hospital by emergency medical services and so not sure how he was treated. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was treated at hospital with intravenous fluids and was given glucagon.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report. Harm code of loss of consciousness has been updated in section h6 with this report.

Event description:
The customer was admitted on (B)(6) 2018 at 6:30pm. It was also stated that customer had one sensor not really inserting (sensor did penetrate customer's skin and the serter did fire) around (B)(6) 2018. Customer's transmitter was no longer programmed into the insulin pump after recently changing the insulin pump battery.